Event description:
A patient underwent a suboccipital craniectomy using duramatrix suturable to patch the dura. Initially recovered well. Although the graft was properly sutured and the suture line remained intact postoperatively, the central portion of the graft disintegrated approximately 2¿3 weeks after implantation. Upon reoperation, the suture line was intact, but the center of the graft had disintegrated. This unexpected degradation led to a pseudomeningocele and required multiple reoperations, including replacement with a different graft (duraguard), a ventricular catheter, and ultimately a vp shunt.